Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces. No number scrolling anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keys are sticking to her insulin pump and the numbers are scrolling through it. Customer's blood glucose was 105 mg/dl. Customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.